Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was leaking. This was identified at the hospital prior to use. The actual sample is contaminated with cytotoxic solution and cannot be returned for investigation. Additional information was received on 27 mar 2024 confirming that the leak was contained within the sealed purple pouch. There was no spillage or skin contact. Confirmation also received that there was no damage observed to the packaging and the customer could not identify the source of the leak. A sample photo was provided by the customer. There was no patient involvement, no delay in therapy, no adverse event, no injury reported to be associated with the event, no medical intervention required and no harmed as a result of the reported event.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2024-07908 for details pertinent to this event.